Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain and failed back syndrome ¿ other. The pump fentanyl (concentration 3000 mcg/ml, dose 1199.2 mcg/day), an unknown brand of baclofen (concentration 1000 units/ml, dose 399.7 units/day), and dilaudid (concentration 15 mg/ml, dose 5.996 mg/day). It was reported the patient¿s pump was replaced on (B)(6) 2017 due to normal battery depletion. The caller (husband of patient) stated the patient had an appointment scheduled with the surgeon on monday (B)(6) 2017, but the appointment was cancelled because the patient was still in the hospital. The patient stated during the replacement of the pump, the patient had seizures. The patient stated that¿s what she was told. The change in therapy/symptoms was considered sudden. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.